Manufacturer narrative:
Investigation revealed that there was no system malfunction. Investigation of the case logs revealed that the software detected a drb (dynamic reference base) shift after the surgical snapshot was taken and multiple times throughout the procedure. This can result in registration shifts and affect navigational integrity. This is a result of excessive movement of the drb, which the software correctly detected and alerted the user. It is recommended to perform an anatomical landmark check after receiving a drb shift warning. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue was traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and post op scans shows a screw on the saggital and had perforated anterolaterally on the axial. This event occurred in the united kingdom.